Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed non-sustained right ventricular oversensing due to myopotentials oversensing. No changes or intervention was performed; the patient would continue to be monitored. There were no patient consequences.